Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a new insulin pump and requested assistance with programming. Customer's blood glucose was 427 mg/dl. Customer treated high blood glucose with manual injection but will treat with insulin pump as well.